Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. All system parameters (including quality control, calibration, system check and precision run) were within assay/instrument specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the event is due to sample intregrity. The customer stated the initial sample was a short draw.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results on their unicel dxi 600 immunoassay access system (serial number (B)(4)) for one (1) patient. The customer repeated the sample on the same unicel dxi 600 access immunoassay system and obtained an elevated result, above the customer's reference range. The result was reported outside the laboratory. The patient had a second blood draw. The access accutni+3 result was lower, within the customer's normal reference range. The customer recentrifuged the initial sample and repeat tested it on the same unicel dxi 600 access immunoassay analyzer. The customer obtained a lower result, within the customer's normal reference range. There was report of change to patient treatment as the patient was admitted to the intensive care unit (ICU). All system parameters (including quality control, calibration and system check) were within assay/instrument specifications. The patient samples were collected in plasma gel separator tubes and centrifuged at 5000 revolutions per minute (rpm) for five (5) minutes. The customer noted the initial sample was a short draw.